Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in. A technical support specialist (tss) remotely connected to the production pyxis enterprise server and reviewed the affected user account. The tss confirmed that the account was active and not manually locked and verified through user access reports that the user was able to log in to medication stations during the reported date range. The tss reviewed login activity for the specific time window provided by the customer and then remotely accessed the medication station to investigate further. During the review of system activity, an authentication failure was identified indicating that the user account was locked at the time of login. The tss informed the customer of the finding and explained that the logs did not specify the exact cause of the lockout, noting that the most common cause is multiple failed logins attempts due to incorrect password entries. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to log in for approximately 30 minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.